Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 300 - 400 ohm range until the last three weeks of the record ending (B)(6) 2010. The max values, in order, were 1995, 2869, 2812 ohms. The lifetime ventricular sensing integrity counter is 201 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. Lia (lead integrity alert) was installed and was triggered (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
Performance data was returned to the manufacturer which showed an out of specification condition. No information was provided as to why the lead was capped and replaced. We will conduct follow-up and attempt to determine why the lead was capped. No patient complications have been reported as a result of this event.

Event description:
Performance data was returned to the manufacturer which showed an out of specification condition. No information was provided as to why the lead was capped and replaced. It was further reported that there was a lead fracture. No patient complications have been reported as a result of this event.